Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they had seen their dentist and provided a letter of recommendation. The patient is now receiving orthodontic treatment through their dentist office using invisalign. This is a contraindicated patient, patient has crowns.